Event description:
Surgery clinic reports cannulas came off in 3 cases and the vitreous was almost lost in 1 case. All 3 pts are doing fine. When the surgeon depressed the plunger there would be some resistance so he would keep pushing and then the cannula appeared to twist and then come off.

Manufacturer narrative:
One syringe was returned for evaluation. The components met specifications and passed ansi gage testing. There have been no report from other facilities concerning this lot.